Event description:
It was reported that a large volume intermate had a black mark on its filter. This was identified after the device was filled with an unspecified amount of saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed a black particle, approximately 0.07 square mm in size, embedded in the stress member. The particle was not in the fluid path. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.